Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results on three different patients. The results provided were: patient 1: initial= 49.7 pg/ml /no repeat results provided. Patient 2: initial= 48.7 pg/ml /no repeat results provided. Patient 3: initial= 50.5 pg/ml /no repeat results provided. Laboratory reference range for troponin =0.0 to 26.2 pg/ml. There was no reported impact to patient management.

Manufacturer narrative:
Updated section d4: medical device expiration date: to 5/11/2026 from 11/11/2026. The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and accuracy testing of alinity I stat high sensitive troponin-I reagent, lot 82209ud01. The ticket search by lot indicates that the reagent lot performs as expected for this product. A review of tracking and trending for the alinity I stat high sensitive troponin-I assay did not identify any related trends. Device history record review did not identify any non-conformances, potential non-conformances or deviations with the complaint lot and issue. Accuracy testing was completed with a retained kit of the complaint lot 82209ud01. All validity and acceptance criteria were met during completion of the protocol, demonstrating that the lot is performing as expected. Labeling was reviewed and sufficiently addresses the customer¿s issue. Per product labeling, for mi diagnostic purposes, the alinity I stat high sensitive troponin-I results should be used in conjunction with other information such as ECG, clinical observations, and symptoms, etc. Based on the investigation, no system issue or deficiency of the alinity I stat high sensitive troponin-I reagent, lot 82209ud01 was identified.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results on three different patients. The results provided were: patient 1: initial= 49.7 pg/ml /no repeat results provided patient 2: initial= 48.7 pg/ml /no repeat results provided patient 3: initial= 50.5 pg/ml /no repeat results provided laboratory reference range for troponin =0.0 to 26.2 pg/ml there was no reported impact to patient management.